Manufacturer narrative:
A medtronic representative reported that during simulated use testing the system is accurate when placed in a particular configuration in the operating room. The site has been trained on this placement and there have been no further issues when using the recommended room configuration and using tracer registration. The site does not use pointmerge registration technique often and this was one of the first cases they tried it with. Unable to determine root cause with information available.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported an alleged inaccuracy occurring while in an ear, nose & throat (ent) procedure. The surgeon made multiple attempts to register the patient using tracer registration, each time the dots would shift back into the skull. In trouble-shooting with medtronic technical services, it was determined that the computed tomography (CT) model looked very good. After a good tracer pattern, the dots shifted back into the head and tracer failed. A good pointmerge registration was performed, including the inner/outer canthis, nose, traegis of the ears and a metric of 2.5. Later in the procedure, an inaccuracy was reported when navigating in the deeper anatomy. No specific measurement was provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6) 2015: a medtronic representative, following-up at the site, reported performing a successful and accurate tracer registration using the bert demo model. Also, used the patient scan and performed a successful and accurate tracer registration on the bert demo head, as well. When the medtronic representative switched to the pointmerge registration that was used in the procedure, noted a 4 centimeter inaccuracy. No further issues have been reported.